Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the contact failure of the led unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the led unit due to the aging deterioration of the led unit parts because more than seven years had passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error e105 which indicated that the subject device was damaged occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.